Event description:
It was reported that balloon rupture occurred. Following the use of rotablator, a 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, when the device was inflated several times at unknown pressure, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.